Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This incident was reported under complaint report # (B)(4) for a (sm5690, biosyn ud 4/0 18 p-13, b2g1074x.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted two sutures and three needles. One needle was received broken at the tip. Under magnification, instrument marks were observed at the swaged end of the needle. Additionally, the foil was inspected with light assisted microscopy with no abnormalities. The returned sample as received by was found not to meet quality release specifications and, due to the received broken needle, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Grasping the needle at the swaged end during application can damage the needle as observed. It is recommended that the needle be grasped from the needle body, where the wire is of a full diameter and significantly stronger than at the swaged end. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was returned with no reported condition associated with it.